Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
The patient's wife reported the patient had an episode of diabetic ketoacidosis and was hospitalized. The patient blamed the pump for the high blood glucose levels. A request was made for the return of the device, replacement sent.